Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/11/2016. The fse observed that the the pbv assembly with connector (pipette bypass valve) and evacuation pump (peristaltic pump assembly) were not working properly. He replaced both components to resolve the reported issue. The system was operational. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that the positive control failed false low on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.